Event description:
It was reported that the patient presented in-hospital for new lap system implant. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be re-evaluated in 9 months, at device change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.